Manufacturer narrative:
Several attempts have been made to obtain add'l info from the facility regarding the reported burn. I was advised the procedure happened over a weekend and the pad was discarded. Nothing else was documented regarding this burn, only the generator. There was no documentation of any treatment. As the device catalog # and lot code are unk, no investigation or device history record review is possible. We are considering this complaint closed. This report is being filed late, as we were trying to get add'l info, without any success.

Event description:
It was reported "pt received burn on back at pt pad site."